Manufacturer narrative:
The insulin pump passed the functional testing including the operating currents measurement, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No excessive no delivery alarm noted. The insulin pump was received with cracked case at the display window corners and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by customer's mother is having issues with insulin pump, it alarmed no delivery. In addition, the customer experienced high blood glucose. The customer's blood glucose fluctuated between 390mg/dl-400mg/dl and treated with manual injections. The customer declined high blood glucose troubleshooting. The customer was advised the pump will be replaced and revert to back up plan.